Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure while unpacking, staff observed that the tissue welder plastic on the jaws looked like they were improperly manufactured, gnarled and frayed. There was no mention of silicon breaking off or peeling. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual observation showed that cold silicon jaw boot was peeling away from cold metal jaw. The serrated section of boot was missing and not returned with device. The crack/tear pattern of boot pieces that are still attached to the back side of curved metal jaw matched. Further investigation discovered that the distal portion of the torn silicon boot was securely fixed in position on the curved metal jaw. When the proximal portion of silicon jaw boot was examined at boot tear, some adhesive residue was present on curved metal jaw assembly. The reported failure was confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.